Manufacturer narrative:
B5 event description updated

Event description:
It was reported a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After deployment in the laa, the closure device was recaptured for repositioning. A full recapture was completed and the closure device was redeployed. During redeployment, a perforation occurred into the pericardium and a distal pericardial effusion developed. A pericardial drain was placed and 1500cc of blood was drained. 1300cc of the drained blood was reintroduced into the patient. The patient stabilized and the laa closure procedure was aborted. The patient was transferred to the operating room where the perforation was repaired. It was further reported the patient underwent a successful procedure to clip the laa.

Event description:
It was reported a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After deployment in the laa, the closure device was recaptured for repositioning. A full recapture was completed and the closure device was redeployed. During redeployment, a perforation occurred into the pericardium and a distal pericardial effusion developed. A pericardial drain was placed and 1500cc of blood was drained. 1300cc of the drained blood was reintroduced into the patient. The patient stabilized and the laa closure procedure was aborted. The patient was transferred to the operating room where the perforation was repaired.